Event description:
Lead extraction procedure for removal of two cardiac leads due to non-functionality. Leads were prepped per protocol and the 16 fr glidelight was calibrated with the laser. The physician noted stalled progression at the caval atrial junction. The 16fr glidelight was removed. Upon removal hemodynamic changes were noted with the patient. A tee was performed and a right atrial effusion was noted. Leads were cut and capped and surgical intervention was initiated which was successful. The physician reported on (B)(6) 2016 that the patient was in good condition. On (B)(6) the patient expired due to sudden cardiac death while waiting on a life vest.

Manufacturer narrative:
Updated to include device and patient codes.